Event description:
During an in-clinic follow-up, noise that resulted in oversensing and automatic mode switch (ams) were detected on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was stable with no consequences.